Event description:
The patient experienced no therapy benefit, and both shocking/jolting and burning sensation in the pocket site following a lead replacement. Impedance were measured at 1 volt and showed >4000 ohms on all unipolar pairs. Patient symptoms remained even after reprogramming was performed. There was no fall or trauma associated with the event. Further information was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 112 mg/dl and 223 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.